Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station not responding during the medication removal process. A technical support specialist identified that the station scan results indicated the presence of corrupted files within the system and successfully executed the repairs to rectify. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding while a nurse was attempting to access the scheduled medications.a customer reported a delay of approximately 5 to 10 minutes in the removal of administrative medication and has obtained medication from other machine on the same unit.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that pyxis medstation es system had stopped responding and displayed a blue screen while a nurse was attempting to access the scheduled medications. A customer had reported a delay of approximately 5 to 10 minutes in the removal of administrative medication and had obtained medication from another machine on the same unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to(B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not responded during the medication removal process. The technical support specialist had identified that the station scan results indicated the presence of corrupted files within the system and had successfully executed the necessary repairs to rectify the issue. The system functioned as intended after the technical support specialist assessed the device.